Event description:
A report was received that a pocket revision was performed due to difficulty charging caused by weight fluctuations. When the physician was replacing the ipg it was discovered that the the paddle lead's tails were frayed and caused high impedances. The physician did not explant the paddle lead but implanted a new ipg. After testing the lead with the new ipg; high impedances were resolved. The patient is reportedly doing well after the revision.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.